Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and patient implanted for spinal pain. It was reported that the patient¿s device was in overdischarge. The patient was seen at their managing physician¿s office on the day of the report, and the device was found to be in overdischarge. The patient noted that this was the first time their device had been in overdischarge. The patient did not have stimulation for approximately 7 months. They did not have bring their recharger to their appointment and indicated that they would like to wait until their next appointment on (B)(6) 2018 to resolve the overdischarge. No further complications were reported or anticipated. Additional information was received from the manufacturer representative. It was reported that the patient was seen at the physician's office. The patient did not bring his recharger nor did he want the representative to get their recharger. The patient requested t hat the doctor change out the battery to a non-rechargeable. The rechargeable battery had not been conducive to the patient's lifestyle.